Manufacturer narrative:
The device was returned for analysis. No failure mode was reported and no failure was noted with the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without a specified failure mode, a conclusive cause for the returned device could not be determined;however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via 8fr sheath was attempted in a common femoral artery using the preclose technique prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, no blood flow was coming from the marker lumen. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. An additional proglide device [cn-035404] was returned in the pre-deployed position, with blood in the guide wire exit notch indicating the device was inserted into the patient anatomy but not deployed. No additional information was provided.